Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results for multiple patients (patients 1,2,4= 0.058, 0.333, 0.077 ng/ml vs. An expected results <0.012 ng/ml and patient 3= 0.058 vs. An expected result =0.022 ng/ml) run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of three mdrs for this event. Three 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. The investigation determined that, for patients 1 and 2 trop results, the most likely assignable cause was analyzer related. A pre-service precision test indicated the analyzer was not performing as intended. An ocd fe performed service actions to multiple subsystems of the vitros eciq analyzer. Following the service actions, acceptable tropi es performance was obtained. The most likely assignable cause for the trop results of patients 3 and 4 could not be determined. For patient 3 result, there is no indication that an analyzer related issue contributed to the event. For patient 4 result, the investigation is ongoing at the time of this assessment, and the most likely cause is unknown. Additionally, the investigation determined that this customer may not have processed any of the affected samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.